Event description:
Philips received a complaint on the patient information center ix indicating that there was no sound coming from the speaker. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
The following functional tests were performed: the biomed tried rebooting the hosts, however that did not resolve the issue. The philips remote service engineer (rse) remoted onto customer primary server and changed "default speaker" settings under control panel, default speaker was set to display speakers and not external speakers. The speakers began to produce sound after making the change. The rse provided the information to the biomed and confirmed their understanding and satisfaction with the resolution. Based on the information available and the testing conducted, the reported problem was due to incorrect setting done by the user. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.